Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes have been suggested. The patient remained asymptomatic.

Manufacturer narrative:
Correction: supplemental report to change implant date to (B)(6) 2017, which was earlier reported incorrectly as (B)(6) 2017.